Manufacturer narrative:
(B)(4): it was reported that patient underwent partial removal of anterior prolapse mesh and sling, repair of unintentional cystotomy and cystoscopy due to dyspareunia, chronic pelvic pain, previous mesh prolapse repair and suburethral sling on (B)(6) 2014. No additional information was provided.(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent sacrospinous ligament fixation, posterior colporrhaphy, perineorrhaphy and cystourethroscopy due to cystocele, rectocele, widened genital hiatus and adult onset polycystic kidney disease. It was reported that patient underwent removal of vaginal mesh on (B)(6) 2014 due to vaginal mesh exposure and pelvic pain. It was reported that patient underwent robotic-assisted laparoscopic left ureteroneocystostomy and ligation of left ureterovaginal fistula on (B)(6) 2015 due to left distal ureteral obstruction and left ureterovaginal fistula. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/22/2016. It was reported that following insertion the patient experienced hematuria, urgency and urinary frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure in 2010 and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, urinary and bowel problems, organ perforation, and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament fixation, paravaginal repair, posterior colporrhaphy, perineorrhaphy. It was reported that patient underwent robotic-assisted left ureteroneocystostomy, ligation of left ureterovaginal fistula on (B)(6) 2015 (B)(6) due to left distal urethral obstruction and fistula. (Per operative report).